Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. There was no reported event for the returned lead. Final analysis found by visual inspection of the lead an external outer insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to another device distal to the suture sleeve tie impression.

Event description:
This report is to advise of a an event found during analysis.